Event description:
Report received of non-delivery related to incorrectly loaded tubing. According to the customer contact, an ICU nurse reported no drops seen dripping in drip chamber, but the display was incrementing as if fluid was being delivered. The type of fluid infusing was unspecified. It was reported that the tubing was loaded into the pump incorrectly. It was not known how long the pump was running with reportedly no fluid being infused. The pump was replaced and sent to biomedical, where it tested with no problems, and was returned to clinical service. There was no reported adverse event with a pt. Though requested, there was no further information available.